Event description:
Boston scientific received information that this right atrial lead exhibited no sensing at 0.15 mv and had no capture at 5v at 2 ms. A chest x-ray was ordered and the patient was scheduled for an appointment with the physician next week. It was not certain if the patient's shortness of breath and fatigue were related to the issue. The boston scientific field representative provided further information that the chest x-ray was completed and the patient was seen by the physician. The x-ray confirmed an atrial lead dislodgement; it was thought this likely occurred after a left ventricular (lv) lead placement in (B)(6) 2011. At this time, the patient is a poor surgical candidate and has also declined surgery. The device was reprogrammed to vvir mode and the patient will continue to be followed. At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.